Event description:
It was reported by user facility that following a laparoscopic procedure, the patient was noted to have carbon dioxide edema of the thoracic area. No further information regarding the patient condition or circumstances surrounding the incident has been provided.